Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A computed tomography (CT) imaging procedure was performed the next day prior the patient being discharged. The CT imaging showed that there was a 7mm thrombus on the closure device. The patient was started on anticoagulation medication in response to the event.